Event description:
It was reported that post implant, with the pocket closed, after induction, the patient remained in afib despite the device indicating return to sinus. External therapy was applied. Oversensing t-waves suspected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Review of the stored egms showed the device to be functioning normally. The device was tested using automated test equipment and exhibited normal characteristics. The intermittent vf undersensing is believed to be caused by the patient's varying heart rhythm.